Event description:
An initial depressed valproic acid (valp) ) result was obtained on a patient sample. Two repeat results were higher and consistent. The initial result was not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed valp result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed valp result was a r2 sampling problem. The siemens healthcare diagnostics field service engineer (fse) performed the necessary repairs. The instrument is performing within specifications. No further evaluation of the device is required